Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.

Event description:
It was reported that revision surgery will be performed in (B)(6) 2014 due to pain, discomfort, and metallosis. Implantation was in 2003.